Manufacturer narrative:
MFR # 2916596-2022-12789 - onset of gi bleed. MFR # 2916596-2019-03036 - patient was admitted (B)(6) 2019 for gi bleed. The event date was estimated. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was taken off anticoagulation due to recurrent life threatening gastrointestinal (gi) bleeds. The customer was unable to provide any of the admission dates, diagnostic tests and results, or treatment plans before the patient was taken off anticoagulation.